Manufacturer narrative:
Results: bd did not receive any photos or samples from the customer in support of this complaint in the (B)(6) plant for evaluation. Therefore failure mode could not be verified and root cause could not be determined. Fifty-three visual inspections were performed on (B)(4) parts with zero defects noted. Cleaning was performed six times during the production of this order. No quality notifications were written for this batch. Conclusion: unable to determine a root cause without any samples or photos were returned. If corrective/preventative action not required, provide rationale: since the defect and root cause cannot be confirmed, or determined, no CAPA will be initiated at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while an anesthesiologist was preparing a spinal epidural kit, he/she noticed greenish sludge coming out of a 25 g x 1 1/2 in. Bd precisionglide" needle. The epidural kit was removed from the field without incidence. There was no report of injury or medical intervention.